Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two scs leads from the same lot. It was reported the patient is unable to increase his stimulation. Reprogramming was unable to resolve the issue. It was noted the left lead had slightly migrated down one contact. The next course of action has not been disclosed to the manufacturer at this time.